Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("my eviction is on the 22nd") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media:medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-nov-2018: quality safety evaluation of ptc(product technical complaint) incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("my eviction is on the (B)(6)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media:medical device removal. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nerve injury ("nerve damage"), cervical spinal stenosis ("cervical stenosis "), headache ("headaches "), abdominal pain lower ("constant cramping "), menstruation irregular ("irregular periods"), back pain ("back pain"), muscle spasms ("muscle spasms"), hypoaesthesia ("numbness "), vitamin d deficiency ("vitamin d deficiency ") and abdominal pain ("sharp shootig pains "). The patient was treated with surgery (essure device removal-eviction on 22nd). Essure was removed. At the time of the report, the pelvic pain, nerve injury, cervical spinal stenosis, headache, abdominal pain lower, menstruation irregular, back pain, muscle spasms, hypoaesthesia, vitamin d deficiency and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cervical spinal stenosis, headache, hypoaesthesia, menstruation irregular, muscle spasms, nerve injury, pelvic pain and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) is retention case.deletion process for case (B)(4), as it was confirmed that it is duplicated of case (B)(4). All data transferred into this case ((B)(4).). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.